Event description:
The customer reported that the system would not capture fluoroscopic images and was not functioning as intended. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply, the amplifier and the brilliance amplifier tube were replaced. The camera and the system were tested and found to be working as intended and put back into service.